Event description:
It was reported that the patient was receiving radiation therapy. It was also reported that the device had several occurrences of power on reset that were consistent with the radiation therapy treatment. The original parameters were restored and the device remains in use. It was further reported that intermittent atrial undersensing was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review noted power on reset parameters. Several critical ram parity errors noted on device in (B)(6) 2011. Consistent with radiation therapy.